Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother also reported that they received no delivery alarm during bolus. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's mother stated that she treated her high blood glucose by giving bolus. The customer's mother stated that the insulin pump was able to rewind. The customer's mother performed displacement test and the insulin pump passed. The customer's mother stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. Several boluses over 3.5 units were programmed and delivered; the units delivered properly all programmed bolus with no unexpected errors or alarms noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.